Event description:
It was reported that the right ventricular (rv) lead had high threshold. The lead was repositioned and consistent, acceptable thresholds were observed with the lead analyzer. After connecting the lead to the device, the thresholds were again unstable and inconsistent. The physician observed blood and tissue in the rv port of the device. The device was removed and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.